Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a syringe. The customer reports noticing a change in the product where it now requires a more forceful manipulation of the plunger. I had a technician that complained to me that her wrist was hurting and so I tried to manipulate the 60 ml syringe and indeed it now requires much more force to pull or withdraw product with the syringe.